Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
An abbott employee contacted the abbott customer support center to report with a problem the abbott commander flexible pipetting center (fpc). The employee observed error messages and requested field service to the instrument. The service technician observed the pipettor bounce causing the sample error message. The field service technician performed all alignments to bring the instrument into specification and the issue was resolved.